Event description:
Additional information was received that reported that the patient's implantable neurostimulator (ins) battery was replaced due to what was believed to be normal battery depletion. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a por (power on reset) condition. The reason for the por was unknown. The patient was not getting therapy at the moment. They believed it to be because of a low battery; patient hadn't had any surgical procedures or known emi (electromagnetic interference) exposure. Battery voltage was at 3.63 when measured using a programmer. It was noted a revision may be done because certain electrode combinations were >2000. The device history record noted a stimulator replacement was performed on (B)(6) 2012. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-01648.

Manufacturer narrative:
(B)(4). Concomitant medical products: extension model # 748251 lot # ngk015277n implanted (B)(6) 2002 explanted unknown; lead model # 3387-40 lot # j0208359v implanted (B)(6) 2002 explanted unknown; neurostimulator model # 7426 serial # (B)(4) implanted (B)(6) 2009 explanted (B)(6) 2012; extension model # 7482a51 lot # nhu193638v implanted (B)(6) 2009 explanted unknown; lead model # 3387-40 lot # j0205061v implanted (B)(6) 2002 explanted unknown.